Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage. The following information was provided by the initial reporter: the pharmacist reported that the product leaked on the table during the attempted injection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.